Manufacturer narrative:
Product event summary # fusion cannot query patients for all date ranges. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system cannot query any patients when given a date range larger than 1 month or smaller, it was returned a patient query list. If given a date range larger than one month, it returns nothing, not even an error or a message stating ¿no studies found¿. The other system on the site has the same issue, but only when querying older than december. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #fusion cannot query patients for all date ranges. Analysis found that the network configuration, firewall setting, or proxy setting was incorrect. If information is provided in the future, a supplemental report will be issued.